Manufacturer narrative:
(B)(4).

Event description:
The patient was being seen in the hospital for reasons not related to the pacemaker. The right atrial lead exhibited low impedance and loss of capture.. There were no symptoms reported by the patient. The lead remained implanted as no intervention had been reported.